Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON FEB 10, 2021, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: ONE EVENT OF CONDUCTION DISTURBANCE REQUIRING PACING SUPPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;701553108-1154628-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-1200956-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-1348525-20,I,SI,101,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-1348525-20;,S,,,,,;701553108-1874347-20,I,SI,300,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-2039000-20,I,SI,393,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-2045881-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-2057114-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-2265570-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-2265570-20-1,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-2365168-20,I,SI,34,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-2534885-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-2594290-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-2744213-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-2768613-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-2768613-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-2873672-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-2965978-20,I,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-2979077-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-2979077-20,S,,,,,;701553108-3116440-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3121492-20,I,SI,47,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C62876;701553108-3146120-20,I,SI,239,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701553108-3167146-20,I,SI,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701553108-3167146-20-1,S,SI,23,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701553108-3244016-20,I,SI,48,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-3295817-20,I,SI,452,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3299837-20,I,SI,37,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3299837-20,S,,,,,;701553108-3316660-20,I,SI,131,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3368863-20,I,SI,248,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701553108-3378817-20,I,SI,42,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3378817-20-1,S,SI,50,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3381660-20,I,SI,231,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3394905-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3409736-20,I,SI,485,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701553108-3410101-20,I,SI,274,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-3418534-20,I,SI,27,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3434217-20,I,SI,235,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3435466-20,I,SI,224,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3437834-20,I,SI,309,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3446173-20,I,SI,49,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3454454-20,I,SI,161,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3454870-20,I,SI,108,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3454870-20-1,S,SI,226,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701553108-3457942-20,I,SI,191,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3458754-20,I,SI,44,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701553108-3462638-20,I,SI,322,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3462638-20-1,S,SI,357,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3462730-20,I,SI,48,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3465631-20,I,SI,120,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3469808-20,I,SI,398,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62876;701553108-3474391-20,I,SI,122,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3474451-20,I,SI,313,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3477642-20,I,SI,301,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3478972-20,I,SI,217,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3483736-20,I,SI,32,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3484637-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701553108-3486148-20,I,SI,28,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701553108-3491044-20,I,SI,167,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3491386-20,I,SI,54,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701553108-3491386-20-1,S,SI,96,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701553108-3491851-20,I,SI,359,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3492523-20,I,SI,74,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3492825-20,I,SI,166,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701553108-3496472-20,I,SI,295,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3499434-20,I,SI,120,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3501827-20,I,SI,46,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-3503142-20,I,SI,192,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3503232-20,I,SI,227,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3506048-20,I,SI,31,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3508828-20,I,SI,174,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3511544-20,I,SI,344,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3512798-20,I,SI,73,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3512798-20-1,S,SI,115,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3512798-20-2,S,SI,229,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3512798-20-3,S,SI,314,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3517652-20,I,SI,135,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-3519642-20,I,SI,120,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701553108-3519994-20,I,SI,178,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3519994-20-1,S,SI,374,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3523892-20,I,SI,330,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3523892-20-1,S,SI,336,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3534497-20,I,SI,386,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3539486-20,I,SI,290,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3546941-20,I,SI,242,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3548852-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3549817-20,I,SI,77,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3550511-20,I,SI,239,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3550817-20,I,SI,190,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3551519-20,I,SI,38,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3551521-20,I,SI,158,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3556454-20,I,SI,224,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3557078-20,I,SI,304,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3557133-20,I,SI,343,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3557144-20,I,SI,193,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US ,C53269;701553108-3557462-20,I,SI,140,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3557462-20-1,S,SI,296,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3558515-20,I,SI,55,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3560913-20,I,SI,86,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3562928-20,I,SI,254,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-3563715-20,I,SI,146,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3564137-20,I,SI,298,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3565271-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701553108-3565566-20,I,SI,339,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3565566-20-1,S,SI,348,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3565566-20-2,S,SI,353,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3567247-20,I,SI,351,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3567247-20-1,S,SI,357,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3569779-20,I,SI,227,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3570343-20,I,SI,151,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-3575090-20,I,SI,159,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3575315-20,I,SI,377,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3578450-20,I,SI,365,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3578944-20,I,SI,239,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3579792-20,I,SI,196,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701553108-3580226-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3580226-20,S,SI,,,,;701553108-3581030-20,I,SI,242,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3594322-20,I,SI,272,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3594360-20,I,SI,22,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3594768-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3595160-20,I,SI,236,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3595616-20,I,SI,132,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3595857-20,I,SI,162,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3595857-20-1,S,SI,219,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3595857-20-2,S,SI,391,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3595943-20,I,SI,225,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3596647-20,I,SI,231,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3598164-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3598836-20,I,SI,81,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3598836-20-1,S,SI,173,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3602851-20,I,SI,173,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-3603426-20,I,SI,273,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3604192-20,I,SI,143,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3609635-20,I,SI,89,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3612725-20,I,SI,87,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3613106-20,I,SI,278,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3614142-20,I,SI,0,CoreValve System - Delivery Catheter System,DCS-C4-18FR,C53269;701553108-3635078-20,I,SI,302,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-3635570-20,I,SI,114,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701553108-3635570-20-1,S,SI,140,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3635570-20-2,S,SI,145,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3638348-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3638348-20,S,SI,,,,;701553108-3638472-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3638472-20,S,SI,,,,;701553108-3641549-20,I,SI,119,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3641549-20-1,S,SI,166,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3647605-20,I,SI,350,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3647605-20-1,S,SI,357,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3648520-20,I,SI,203,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-3649331-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3650039-20,I,SI,163,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-3653095-20,I,SI,194,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3655425-20,I,SI,125,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3658991-20,I,SI,156,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3659813-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3660039-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3660039-20,S,SI,,,,;701553108-3669215-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3669215-20,S,,,,,;701553108-3673566-20,I,SI,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C64343;C53269;701553108-3679294-20,I,SI,345,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3687571-20,I,SI,89,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3690352-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3690352-20-1,S,SI,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3700687-20,I,SI,252,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701553108-3704079-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3704429-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3711280-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3711280-20-1,S,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3738248-20,I,SI,33,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3738248-20-1,S,SI,35,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3740726-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3754810-20,I,SI,Not reported.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3761830-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3762871-20,I,SI,320,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3763163-20,I,SI,31,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3765509-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3768193-20,I,SI,168,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3768193-20-1,S,SI,184,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62876;701553108-3784940-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3789840-20,I,SI,92,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3789840-20-1,S,SI,115,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3792904-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3796695-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3796695-20,S,,,,,;701553108-3797989-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3800670-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3801188-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3801188-20,S,SI,,,,;701553108-3809785-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3810978-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3811008-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62917;C62876;701553108-3811008-20-1,S,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3811008-20-2,S,SI,74,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3811008-20-2,S,,,,,;701553108-3811008-20-3,S,SI,91,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3811008-20-3,S,,,,,;701553108-3816390-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3816823-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3816823-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3818644-20,I,SI,42,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3818644-20,S,,,,,;701553108-3818710-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3818710-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3818710-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3819170-20,I,SI,37,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3820639-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3820646-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3821477-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3821477-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-3826672-20,I,SI,30,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3827061-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3832751-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-3835119-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3835119-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3835179-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US ,C53269;701553108-3835179-20-1,S,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US ,C53269;701553108-3837530-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3840935-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3840940-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3841291-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3841294-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3841301-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3841301-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3841312-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3841312-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3841335-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3841340-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3841356-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3841376-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3841393-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3844420-20,I,SI,102,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3846029-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3846029-20-1,S,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3847991-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3847991-20,S,SI,,,,;701553108-3847991-20-1,S,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3847991-20-1,S,SI,,,,;701553108-3847994-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3847994-20,S,SI,,,,;701553108-3847994-20-1,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3847994-20-1,S,SI,,,,;701553108-3848007-20,I,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3848007-20,S,SI,,,,;701553108-3848007-20,S,SI,,,,;701553108-3848010-20,I,SI,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3848010-20,S,SI,,,,;,,,,,,;701553108-3848011-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3848129-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3849925-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3849925-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3849925-20-2,S,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3850685-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3850685-20,S,,,,,;701553108-3851736-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3852620-20,I,SI,59,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3854896-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3854896-20,S,,,,,;701553108-3857184-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3857184-20,S,SI,,,,;701553108-3858973-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3860829-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3863109-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US ,C76126;701553108-3863418-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3863927-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3863927-20,S,,,,,;701553108-3863927-20-1,S,SI,Incorrectly reported.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3864552-20,I,SI,35,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3865026-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3868221-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3868221-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3868439-20,I,SI,28,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3868439-20-1,S,SI,28,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3868686-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3868910-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3869425-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701553108-3869451-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3869522-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62814;C64343;701553108-3869522-20,S,,,,,;701553108-3870449-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3870491-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3870627-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3871007-20,I,SI,Not reported.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3874140-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3875001-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3875102-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3875106-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3876495-20,I,SI,25,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3877961-20,I,SI,83,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C62876;701553108-3877961-20-1,S,SI,84,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3880187-20,I,SI,27,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3881122-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-3881918-20,I,SI,24,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3883005-20,I,SI,23,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3883101-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3886409-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3886420-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3886420-20-1,S,SI,Not reported.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3887694-20,I,SI,17,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3888551-20,I,SI,30,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3889309-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3891116-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3891486-20,I,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3891736-20,I,SI,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3891834-20,I,SI,27,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3891834-20-1,S,SI,76,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3892322-20,I,SI,56,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3893425-20,I,SI,27,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3894885-20,I,SI,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-3894885-20-1,S,SI,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-3894885-20-2,S,SI,61,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C62876;701553108-3896744-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3896744-20,S,,,,,;701553108-3898745-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3898745-20,S,,,,,;701553108-3899750-20,I,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3900343-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-3900388-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3900388-20,S,,,,,;701553108-3900388-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3900388-20-1,S,,,,,;701553108-3900830-20,I,SI,27,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3902921-20,I,SI,29,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3903004-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3903004-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3903657-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3903756-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3904937-20,I,SI,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3905652-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3905652-20-1,S,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C62876;701553108-3905689-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3905720-20,I,SI,Incorrectly reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3905720-20,S,,0,,,;701553108-3906068-20,I,SI,28,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3907894-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3908441-20,I,SI,18,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3908570-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C64343;C53269;701553108-3908570-20,S,SI,,,,;701553108-3908570-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3908570-20-1,S,SI,,,,;701553108-3910266-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3910269-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3910820-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62917;,,,,,,;701553108-3910820-20-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62876;701553108-3910991-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3910993-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3910993-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3911910-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3912865-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3914700-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3915174-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3915254-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3916256-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3916256-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3916592-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3916970-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3917470-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3918050-20,I,SI,47,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3918516-20,I,SI,103,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62876;701553108-3918516-20-1,S,SI,158,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3918516-20-2,S,SI,162,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62876;701553108-3918987-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3919063-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3919857-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3920002-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3921527-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3921578-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3921709-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3922188-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3922205-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3922446-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3922446-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3922648-20,I,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3922854-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-3923372-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3923372-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701553108-3923505-20,I,SI,47,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3924141-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3924184-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3924334-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3924334-20-1,S,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-3925207-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3925207-20,S,SI,,,,;701553108-3925756-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3925756-20,S,,,,,;701553108-3925895-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3926054-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3926054-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701553108-3926113-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3926342-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3926342-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3926353-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3926353-20,S,,,,,;701553108-3926599-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3926920-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3927386-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3927742-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3928298-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3928298-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3928437-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3928452-20,I,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3928868-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3928888-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3928888-20,S,SI,,,,;701553108-3928888-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3928892-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3928892-20-1,S,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3928892-20-2,S,SI,32,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3928982-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3928982-20-1,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3929282-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3929458-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3929532-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3929545-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3929899-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3929899-20,S,,,,,;701553108-3929939-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3930021-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3930045-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3930120-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3930261-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3930466-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3930665-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3930734-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3930881-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3931021-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3931062-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3931199-20,I,SI,28,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3931434-20,I,SI,32,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3931581-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3931605-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3931938-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3932046-20,I,SI,27,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3932211-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3932236-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3932355-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3933560-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3933572-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3934038-20,I,SI,33,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3934044-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3934422-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3934483-20,I,SI,34,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3934789-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701553108-3934789-20,S,,,,,;701553108-3934810-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701553108-3934810-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3934845-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3935109-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3935109-20,S,,,,,;701553108-3935207-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3935438-20,I,SI,19,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3936223-20,I,SI,21,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3936227-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3936700-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3937248-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3937547-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3937603-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3937609-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3937799-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3937831-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-3938044-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3938077-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3938491-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3939642-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3939642-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3939642-20-2,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3939675-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3939781-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US ,C53269;701553108-3940017-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3940068-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3940123-20,I,SI,22,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3940263-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3940398-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3940398-20,S,SI,,,,;701553108-3940398-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3940398-20-1,S,SI,,,,;701553108-3940398-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3940398-20-2,S,SI,,,,;701553108-3940398-20-3,S,SI,28,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3940398-20-3,S,SI,,,,;701553108-3940415-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3940415-20-1,S,SI,15,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C62876;701553108-3940629-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3940673-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3941197-20,I,SI,20,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3941253-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3941544-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3941613-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3941744-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3941821-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3941877-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3941902-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3942079-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3942079-20,S,,,,,;701553108-3942262-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA,C76126;701553108-3942321-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3942813-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3942813-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3942991-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3943023-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3943023-20,S,,,,,;701553108-3943524-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3943636-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3944493-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3944942-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3945042-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3945598-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3945598-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3945598-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3945598-20-3,S,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3946089-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3946163-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3946313-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3946417-20,I,SI,17,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3946417-20-1,S,SI,30,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3946548-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3946992-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3947356-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve,EVOLUTR-29-US; MCS-P3-31-AOA-US,C62814;701553108-3947356-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve,EVOLUTR-29-US; MCS-P3-31-AOA-US,C53269;701553108-3947356-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve,EVOLUTR-29-US; MCS-P3-31-AOA-US,C53269;701553108-3947356-20-3,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve,EVOLUTR-29-US; MCS-P3-31-AOA-US,C53269;701553108-3947560-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3947564-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3947639-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-3947988-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3948453-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3948453-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3948453-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3948453-20-3,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3949494-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3949516-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3949662-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3949757-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3949825-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3949825-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3949855-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3949881-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-3950253-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3950253-20,S,SI,,,,;701553108-3950253-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3950576-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3950756-20,I,SI,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3950756-20-1,S,SI,25,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3951143-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3951672-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3951672-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3951786-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3951786-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3951786-20-2,S,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3952390-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3952592-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3952607-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3952761-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-3953215-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-3953284-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-3953322-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-3953425-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3953586-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3953618-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3953711-20,I,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-3953879-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3953879-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3953879-20-2,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-3954018-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C62814;701553108-3954018-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3954018-20-2,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3954048-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3954122-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3954184-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3954640-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3954640-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3954640-20-2,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3955607-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3955629-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3955718-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3955784-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3956079-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62814;C64343;701553108-3956530-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3956858-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3956934-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3957066-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3957100-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3957100-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3957100-20-2,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3957282-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3957518-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3957518-20,S,,,,,;701553108-3957673-20,I,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3957850-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-3957895-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3958196-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3958196-20-1,S,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3958543-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-3958657-20,I,SI,15,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3958714-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-3959064-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3959470-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3959502-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3959502-20,S,,,,,;701553108-3959555-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3959733-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3959733-20-1,S,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3960934-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3961129-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3961176-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3961343-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3961998-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3961998-20,S,,,,,;701553108-3962074-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3962411-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3962411-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3962505-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C64343;C53269;701553108-3962698-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701553108-3962815-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3962925-20,I,SI,25,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3962946-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3963270-20,I,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3963331-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3963470-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3963514-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3963558-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3963888-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C62896;701553108-3964206-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3964286-20,I,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3964507-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-3965160-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3965333-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3965388-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3965420-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3965485-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3965563-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3965563-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3966004-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3966004-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3966004-20-2,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3966083-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3966172-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3966185-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3966285-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3966345-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3966345-20,S,,,,,;701553108-3966345-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3966734-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3967184-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3967281-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3967290-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3967523-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3967637-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3967654-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3967672-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3967691-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62876;701553108-3967691-20-1,S,SI,13,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3968037-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C62814;C64343;701553108-3968037-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3968037-20-2,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3968075-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3968283-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3968283-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3968340-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3968363-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3968492-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3968517-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701553108-3968517-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3968991-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3968991-20,S,,,,,;701553108-3969022-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3969236-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3969452-20,I,SI,21,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3969928-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3970752-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3970791-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3970791-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3970825-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3971313-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3971588-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3972260-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3972748-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-3972762-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3972762-20,S,SI,,,,;701553108-3972764-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve,EVOLUTR-29-US; MCS-P3-31-AOA-US,C62814;701553108-3972764-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve,EVOLUTR-29-US; MCS-P3-31-AOA-US,C76126;701553108-3972764-20-2,S,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve,EVOLUTR-29-US; MCS-P3-31-AOA-US,C53269;701553108-3973087-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3973087-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3973087-20-2,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3973382-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3973382-20-1,S,SI,24,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3973542-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US ,C53269;701553108-3973542-20,S,SI,,,,;701553108-3973844-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3973844-20,S,,,,,C62917;701553108-3973844-20,S,,,,,;701553108-3973844-20,S,SI,,,,;701553108-3973844-20-1,S,SI,22,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3973869-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3973962-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US; EVOLUTR-29-US,C53269;701553108-3973962-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US; EVOLUTR-29-US,C53269;701553108-3973962-20-2,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US; EVOLUTR-29-US,C53269;701553108-3973977-20,I,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3974013-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3974302-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3974682-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3975022-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3975022-20-1,S,SI,28,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3975022-20-2,S,SI,30,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3975125-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3975125-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3975125-20-2,S,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3975315-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3975350-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3975401-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C64343;C53269;701553108-3975423-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3975445-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-3975671-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3975851-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62876;701553108-3975994-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3976037-20,I,SI,15,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3976298-20,I,SI,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3976298-20-1,S,SI,31,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3976298-20-2,S,SI,37,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3976801-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3976834-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3976938-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3977475-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3977475-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3977475-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3977523-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3977634-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-3977634-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;C53269;701553108-3977634-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3977650-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3977725-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3977878-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3977878-20-1,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3977927-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3978268-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3978398-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3978408-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3978917-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3978918-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3978992-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3979326-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3979631-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3979826-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3980025-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3980078-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701553108-3980363-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3980631-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3980649-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3980806-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-3981144-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3981195-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3981195-20,S,,,,,;701553108-3981560-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3981800-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701553108-3981800-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3981966-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-3981966-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-3982471-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3982490-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3982561-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3982579-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3982579-20,S,SI,,,,;701553108-3982634-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3982935-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3982973-20,I,SI,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62876;701553108-3983124-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-3983166-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3983208-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3983253-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3983253-20-1,S,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3983277-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3983905-20,I,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3983905-20-1,S,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3983965-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3984025-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3984050-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3984448-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3984465-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3984516-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3984567-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3984999-20,I,SI,19,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3985112-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3985125-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3985254-20,I,SI,47,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C62876;701553108-3985567-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3985674-20,I,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3986406-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3986463-20,I,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3986544-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3986557-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3986557-20-1,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3986766-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C64343;C53269;701553108-3987092-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3987498-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62917;701553108-3987498-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3987498-20-1,S,,,,,C62876;701553108-3987873-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3988106-20,I,SI,25,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3988484-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3989065-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3989065-20-1,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3989252-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-3989274-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3989606-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3989652-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3989652-20,S,SI,,,,;701553108-3989986-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3990187-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3990350-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3990392-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3990652-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3990740-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3990740-20-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3990740-20-2,S,SI,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62876;C64343;C53269;701553108-3990785-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3990998-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-3991129-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3991133-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3991578-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3991588-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3991692-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-3991773-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-3991773-20,S,,,,,;701553108-3992470-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3992788-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3992908-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3992915-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3993278-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3993317-20,I,SI,16,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3993512-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3993710-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3993820-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3994026-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3994215-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3994215-20-1,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3994436-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3995847-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3996223-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3996428-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3996428-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-3996707-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3996958-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3996975-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3996998-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3997547-20,I,SI,Incorrectly reported.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3997689-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3997877-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3998024-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3998024-20,S,,6,,,;701553108-3998483-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3998945-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3998945-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3998945-20-2,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3998945-20-2,S,,,,,;701553108-3998945-20-3,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3998985-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3999176-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3999252-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3999252-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-3999365-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3999428-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3999519-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-3999735-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-3999779-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3999779-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701553108-3999910-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3999977-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4000243-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4000706-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4000706-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4000780-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4000796-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4000814-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4000829-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4000829-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4000908-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4000937-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4000939-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4000966-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4001022-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4001056-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4001089-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4001301-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4001301-20,S,,,,,;701553108-4001598-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4001715-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4001715-20-1,S,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4001724-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4001931-20,I,SI,22,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4001931-20,S,,,,,;701553108-4001932-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4002808-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4002990-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4002996-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4003548-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4003857-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4003857-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4003857-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4003931-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4003931-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4003931-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4003931-20-3,S,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4003931-20-4,S,SI,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4004058-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4004058-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4004058-20-2,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4004137-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4004157-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4004157-20-1,S,SI,28,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4004261-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4004261-20-1,S,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4004264-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4004276-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-4004276-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4004759-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4004812-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4004829-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4004848-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4004848-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4004858-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4004858-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4004858-20-2,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4004861-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-4004886-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4004975-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-4005059-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4005176-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-4005557-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-4005708-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4005730-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4006029-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4006102-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-4006156-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4006483-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4006645-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4006645-20,S,,,,,;701553108-4006880-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4006880-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4006880-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4007239-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4007239-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4007269-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4007299-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4007299-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4007531-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4007643-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4007944-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4008021-20,I,SI,34,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4008318-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-4008319-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4008319-20,S,,2,,,;701553108-4008319-20,S,,,,,;701553108-4008558-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4008558-20-1,S,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4008620-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4009060-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4009069-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4009069-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4009133-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4009598-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4009648-20,I,SI,22,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4009965-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4010051-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4010209-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US ,C53269;701553108-4010209-20-1,S,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US ,C76126;701553108-4010558-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4010863-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4010915-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4011143-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4011212-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4011341-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4011370-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4011449-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4011584-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4011584-20,S,SI,,,,;701553108-4011644-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4011644-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4012194-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-4012350-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4012396-20,I,SI,16,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4012560-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-4012669-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4012756-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4012858-20,I,SI,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4013371-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4013399-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4013513-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-4013609-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4013609-20,S,,,,,;701553108-4013705-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-4013966-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4014420-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4014682-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US ,C76126;701553108-4014949-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4014980-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4015203-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4015244-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4015474-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4015816-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4015941-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4016024-20,I,SI,31,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4016295-20,I,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4016497-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4016585-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4016861-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4016887-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4017021-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-4017095-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4018051-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4018051-20,S,,,,,;701553108-4018051-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4018051-20-2,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4018051-20-2,S,,,,,;701553108-4018051-20-3,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4018051-20-3,S,,,,,;701553108-4018051-20-4,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4018051-20-4,S,,,,,;701553108-4018300-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4018426-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4018426-20,S,,,,,;701553108-4018510-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-4018582-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-4018775-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4018862-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4018877-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4019006-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4019006-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4019076-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-4019105-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C62876;701553108-4019196-20,I,SI,26,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4019579-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-4019636-20,I,SI,34,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4019947-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4019970-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4020051-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4020170-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-4020226-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4020272-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4020472-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4020660-20,I,SI,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4020752-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4020768-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4020958-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4021095-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-4021155-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4021155-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4021155-20-2,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4021155-20-3,S,SI,59,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4021278-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4021284-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4021284-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4021315-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4021384-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-4021472-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4021602-20,I,SI,29,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4021656-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4021657-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701553108-4021849-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4022237-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4022286-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4022301-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US ,C76126;701553108-4022301-20,S,,,,,;701553108-4022346-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4022519-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-4022594-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-4022644-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4022670-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4022689-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4022689-20-1,S,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4022703-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-4022783-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4022876-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-4022992-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4023001-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-4023048-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4023424-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4023481-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4023590-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4023774-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4023774-20,S,SI,,,,;701553108-4023774-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4023774-20-1,S,SI,,,,;701553108-4023774-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4023774-20-2,S,SI,,,,;701553108-4023915-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4023915-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-4023944-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4023957-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-4024271-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4024287-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4024287-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4024386-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4024461-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4024546-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4024546-20,S,,,,,;701553108-4024672-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4024884-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4024893-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4024893-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C62896;701553108-4024893-20-2,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4024961-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4024988-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701553108-4024988-20,S,SI,,,,;701553108-4025102-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4025102-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4025102-20-2,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4025102-20-3,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4025371-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-4025371-20-1,S,SI,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-4025424-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4025669-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4025669-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701553108-4025674-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4025893-20,I,SI,22,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4025893-20-1,S,SI,39,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4026059-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4026224-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-4026224-20-1,S,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-4026258-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4026299-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4026387-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4026606-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4026736-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4026847-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4026847-20-1,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4026847-20-1,S,,,,,;701553108-4026864-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4026973-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4027086-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-4027173-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4027384-20,I,SI,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4027421-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4027421-20,S,,,,,;701553108-4027469-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4027923-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4027957-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4027957-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4028117-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4028117-20,S,,,,,;701553108-4028149-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4028176-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4028176-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4028189-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4028189-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4028284-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701553108-4028284-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-4028284-20-2,S,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-4028438-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-4028443-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4028587-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701553108-4028671-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-4028891-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-4029002-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4029119-20,I,SI,17,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US ,C53269;701553108-4029189-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4029204-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4029204-20,S,,,,,;701553108-4029216-20,I,SI,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4029295-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4029336-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4029336-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4029336-20-2,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4029350-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4029593-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-4029817-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4029941-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701553108-4029991-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4029991-20,S,,,,,;701553108-4030000-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4030026-20,I,SI,12,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4030613-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4030906-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4031278-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4031347-20,I,SI,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62876;701553108-4031362-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701553108-4031455-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4031682-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4031925-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4032175-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-4032178-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4032453-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4032453-20-1,S,SI,44,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4032742-20,I,SI,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4032886-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve,EVOLUTR-29-US; MCS-P3-31-AOA ,C64343;C53269;701553108-4032896-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C62876;C62814;C53269;701553108-4032906-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4032914-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;701553108-4032934-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-4033047-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4033047-20,S,SI,,,,;701553108-4033047-20-1,S,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4033047-20-1,S,SI,,,,;701553108-4033076-20,I,SI,21,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4033076-20,S,,,,,;701553108-4033133-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4033206-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269;701553108-4033227-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4033227-20,S,,,,,;701553108-4033253-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4033289-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4033353-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4033353-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4033357-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-4033560-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4033707-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4033847-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4033847-20-1,S,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4033847-20-2,S,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4034069-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-4034234-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4034234-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4034323-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4034474-20,I,SI,33,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4034558-20,I,SI,26,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4034636-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4034681-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-4035016-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4035027-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4035218-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4035664-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-4035874-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701553108-4035915-20,I,SI,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4035934-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4036036-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-4036036-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-4036036-20-1,S,,,,,;701553108-4036157-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4036157-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4036322-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4036325-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4036336-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4036336-20-1,S,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4036608-20,I,SI,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;701553108-4036755-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;701553108-4037022-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4037022-20-1,S,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4037112-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701553108-4037396-20,I,SI,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4037637-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4037754-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4038235-20,I,SI,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4038763-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-4038774-20,I,SI,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;701553108-4038774-20,S,,,,,;701553108-4039090-20,I,SI,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4039249-20,I,SI,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C76126

Manufacturer narrative:
TVT REGISTRY EXEMPTION NUMBER: E2014038. TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 1158 UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE LISTED EVENT DATE IS THE FIRST DAY OF THE REGISTRY'S REPORTING PERIOD FOR DISCHARGED PATIENTS AND PATIENT FOLLOW-UPS; THE PATIENT INFORMATION INCLUDED IN THE REPORT IS AN AVERAGE OF THE DATA PROVIDED FOR THE EVENTS INCLUDED. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY ((B)(6)). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO A SUMMARY OF OBSERVATIONS RELATED TO PATIENT SERIOUS INJURIES.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
CORRECTED INFORMATION: SEX. NO EVAL EXPLAIN CODE. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.